Event description:
The ambulance was struck by another motorist. They reported that the ambulance was carrying a pt on a cot and three ems personal. When the ambulance was struck according to the customer, the cot was forced from the antlers and twisted, releasing the fastener. The customer alleged, the cot flipped 90 degrees inside the truck and landed on top of the pt. The pt who was said to be critical at the time of the accident and receiving CPR did not survive.

Manufacturer narrative:
Units involved in accidents will be immediately removed from service and replaced.